Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the c10 capacitor was shorted and contamination was found on the belt receptacle pins, as well as multiple other components in the receptacle assembly. It cannot be positively determined if the contamination caused the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.